Event description:
To summarize this event, a 12mm amplatzer septal occluder (aso) and 25mm amplatzer cribriform occluder (aco) were attempted in an aneurysmal atrial septal defect (asd) and were removed due to sizing concerns. A 35mm aco was deployed and released from the cable; however, there was still flow through the defect. The 35mm aco was snared and replaced with a 14mm aso, which successfully occluded the defect.

Manufacturer narrative:
The aco was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of investigation confirmed that the aco was manufactured according to manufacturing specifications, and the cause of the flow through the defect was due to the patient's aneurismal asd. It was reported that the patient had an uneventful hospital course and was discharged the following day. The amplatzer cribriform occluder IFU warns against releasing the device if device placement is unsatisfactory or if the device does not reconfigure to its original shape. The device should be retracted into the sheath and redeployed or replaced with a new device.